Event description:
It was reported that this atrial lead exhibited signal noise. The signal artifact monitor (sam) of the pacemaker sensed the noise and disabled the minute ventilation feature. No out-of-range measurements were reported. The atrial lead remains in service and no adverse patient effects were reported.